Event description:
It was reported that the patient presented via merlin.net transmission. Review of transmission revealed post paced t wave oversensing. No programming changes were performed. Patient information was not reported.